Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 550 mg/dl and 110 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 1) 3.3 mmol/l and 6.4 mmol/l 2) 0.9 mmol/l and 5.7 mmol/l the comparisons were performed on different dates. Insulin was administered based on higher values. No adverse event reported. Requested return of suspect device; however, customer has disposed of the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B) (6). Customer did not know which test strip lot produced the discrepant results. This medwatch report is for lot number 207186, expiration date 12/31/2010. (B) (4) will not be returned to manufacturer